Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power and low voltage alarm while connected to the mobile power unit was confirmed via the submitted log file. The submitted log file contained data spanning approximately 11 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured a low power hazard alarm was active from 23:28:09 to 23:28:10 due to the bus voltage in both power cables dropping below the expected threshold voltage. A power cable disconnect and no external power alarm was then active at 23:28:12 due to the same issue of to the bus voltage in both cables dropping below the expected threshold voltage. In addition, the log file captured a no external power alarm active from 23:28:12 to 23:28:14 on (B)(6) 2021 due to the bus voltage on both power cables dropping below the minimum threshold voltage. The alarm resolved once the bus voltages were restored to their expected values. The heartmate mobile power unit was not returned for analysis. Multiple attempts were made to gather additional information about the reported event such as the patient status, if the mpu is returning, if the mpu is operational, the serial number of the mpu, if the mpu from the reported event has a v-lock connector on the a/c power cord, if it is known if the power cord came loose at the wall outlet or the back of the unit, if there were any environmental circumstances that would have affected the a/c power at the time of the reported event, and why the patient was switched from their primary controller to their backup controller; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the no external power alarm conditions, backup battery fault conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook under section 3 ¿powering the system¿ covers how to ensure that the mobile power unit is plugged in to ac power properly. It also covers how to make sure to pull back on the end of the power cord to ensure a secure connection has been made. In addition, heartmate iii patient handbook mentions that the mobile power unit should not be plugged into an outlet that is controlled by a wall switch or an outlet that is on a multiple outlet adapter (power strip). Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Reference manufacturer report number: 2916596-2021-00985. It was reported that the log file for controller (B)(4) revealed no external power and low power hazard alarms on 07feb2021 at 23:28:08. These events were caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The file additionally showed that the driveline was disconnected from hsc-066137 on 07feb2021 at 23:28:55. The log file for controller hsc-063704 revealed that the driveline was connected on 07feb2021 at 23:31:11. The mcs equipment operated as intended for the remainder of the log file.